Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to erosion through the skin. There were no signs of infection; therefore, pocket was opened and flushed with antibiotics. A new device was successfully implanted. No additional adverse patient effects were reported.